Event description:
Patient reported obtaining back-to-back blood glucose results of 361 mg/dl, 82 mg/dl, 178 mg/dl, and 69 mg/dl,while using the suspect device. Patient indicated that, the following day, an additional set of back-to back tests was performed on the suspect device with results of 49 mg/dl, 139mg/dl, and 61 mg/dl. Patient noted that, based on these values, she skipped her insulin dosage. No resultant injury was reported. Patient reported that quality control testing had been performed on the system (date not provided) and the results fell within the acceptable ranges. Patient was unable to provide the expiration date of the control solutions. Technical support requested the return of the suspect product and replacement product was shipped.